Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/11/2017 with the following findings: a review of the pump black box data revealed evidence of a cs 128 call service alarm. During investigation, the pump powered on normally with a test battery cap with no alarms or warnings. The pump current draws were found to be within specifications. The complaint of cs 128 alarm issue was shown in the pump history but was not duplicated or confirmed during investigation. Unrelated to the complaint, investigation revealed the following:the display was found to be dim and discolored. The battery compartment was observed to cracked in the thread area and below the grip pad; there was evidence of moisture contamination inside battery compartment. A test battery cap was able to fully tighten to the pump. A leak test showed leaks at the battery compartment crack and display lens. The pump case was opened and no evidence of additional moisture was observed inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.